Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/13/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? : no. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). : ot assistant. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one paper lid and a winding former with several suture pieces that pertained to product code vp2825.as per visual inspection of the winding former, it was noted that the suture has started with degradation process, this cause the needle to be detached from the suture. In addition, the winding former was examined and a mark was observed in one of slots, which indicating that the needle was placed. Also the foil was not returned for evaluation to determined the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a lap cholecystectomy procedure on (B)(6) 2023. It was reported from the analysis of the returned product that suture degradation was observed, this cause the needle to be detached from the suture. The surgeon opened the foil of suture he found that suture is separated from the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/6/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.